Manufacturer narrative:
In a follow up communication with the customer, it was conveyed that the laser system (generator) was inspected by an olympus field service engineer (fse) and onsite fse on september 13, 2022. According to the customer, there are no issues found, no damage observed on the laser system (generator) during the inspection. The customer does not know the serial number of the laser system (generator) and therefore not provided. According to the customer , the laser system is currently in use and there are no issues and therefore is not being returned. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus customer representative (rep.) Reported with an issue of "fiber caught fire". According to the reporter, customer used the laser fiber (150 micron) and was found to have caught fire. The customer was able to remove the fire by spraying water on the unit. The rep. Advised that was not recommended however, it was a reaction from the customer due to a fire. The reporter stated, customer tried another 150 micron laser fiber , however, it would not work, until a 200 micron fiber was used. The laser fiber 200 micron worked with no issues. The intended laser lithotripsy (therapeutic procedure ) was completed using the laser fiber 200 micron with no patient harm or injury reported. No user injury reported due to the event. This event includes three (3) reports: report with patient identifier (B)(6) (1 of 2 fiber) (laser fiber 150 micron model tfl-fbx150bs lot kr146537). Report with patient identifier (B)(6) (2 of 2 fiber) (laser fiber 150 micron model tfl-fbx150bs lot kr146537). Report with patient identifier (B)(6) - laser system model tfl-pls unknown serial number. This report is for report with patient identifier (B)(6) - laser system model tfl-pls unknown serial number.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d4/d9/h3/h6. Correction to d4: the serial number was provided and inadvertently left out of the initial. Correction to d9/h3/h6 (type of investigation): fields updated to reflect that an fse was on site and had evaluated the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The original equipment manufacturer (OEM) determined that there is no manufacturing, material or processing related cause for this failure. It is likely the event was caused by handling of the fiber used in conjunction with the laser system. If the fiber breaks, can be due to handling and/or installation, while the device is in use, this results in energy escaping and igniting the coating causing the fire. Olympus will continue to monitor field performance for this device.